Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m90x03. The device was received with the top of the I-blade upper tip broken off returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the reported issue of "replace instrument." The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a lavh, the device was activated several times, the upper part of the I-blade was broken off when the handle was forcibly grasped at activation on the thick vaginal tissue. The broken piece was retrieved from the patient with a forceps via a trocar and no pieces were left inside the patient. An ace plus instrument was used to complete the case. There were no adverse consequences to the patient.